Event description:
It was reported that customer is unable to remove cartridge from pump. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.